Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (B)(4) was evaluated for the reported event of low flow alarms leading to a system controller exchange. The system controller was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 18 days ((B)(6) 2022 per timestamp). The driveline was disconnected on (B)(6) 2022 at 03:59:47 and the controller was shut down at 04:17:37. There were no other notable alarms active in the log file. Pump operation was not affected while the driveline was connected. There were no low flow alarms active in the log file and the alarms were unable to be corelated to and issue with the system controller. Multiple good faith effort attempts were made asking if the patient expiration was device related, and if product will be returning; however, no response was received. Heartmate iii instructions for use rev. C section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook rev. C section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (B)(4) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2022-11281. It was reported that the patient was life-flighted to the hospital and admitted post-fall with left ventricular assist device (lvad) low flow alarms on (B)(6) 2022. Log files analysis confirmed low flow events starting at 03:43 am, which coincided with the patient's fall. Prior to admittance the patient's caregiver and emergency medical services (ems) had called the vad emergency line to report the low flow alarm. At 03:57 am the flow dropped to 0.5 lpm. A controller exchange was advised due to the low flow alarm and once the controller was exchanged the flow jumped to 1.1 lpm and increased. Log files showed this exchange with driveline disconnects occurring at 03:59 am. Log file analysis from the new controller captured no unusual events were recorded and the equipment operated as intended. Ems held off on cardiopulmonary resuscitation (CPR) due to the functioning vad, but it was noted that had the vad stopped running, CPR would have been performed. It was verified that flow continued to increase throughout the call with the vad line. Twenty minutes into the phone call, flow was confirmed to be maintained above 3.0 lpm. The patient ultimately expired on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6) ) is being evaluated for the reported event of low flow alarms leading to a system controller exchange. The system controller was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 18 days ((B)(6) 2022 ¿ 30apr2022 per timestamp). The driveline was disconnected on 30apr2022 at 03:59:47 and the controller was shut down at 04:17:37. There were no other notable alarms active in the log file. Pump operation was not affected while the driveline was connected. There were no low flow alarms active in the log file and the alarms were unable to be corelated to and issue with the system controller. Multiple good faith effort attempts were made asking if the patient expiration was device related, and if product will be returning; however, no response was received. The device history records were reviewed for the system controller (serial number: (B)(6) ) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.